Event description:
A patient reported experiencing inaccurate high results with a one touch ultra meter. The patient's blood glucose results were 441, 221, and 221 mg/dl. Tests were done within 1-2 minutes with a difference of 44%. Patient did not experience any adverse events. No further information has been reported.